Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited decreased sensing amplitude and a large increase in threshold measurements due to a lead dislodgement. It was noted that the ra impedance remained normal at 575 ohms. Subsequently a revision procedure was performed where the lead was explanted and replaced. No additional adverse patient effects were reported.